Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to the manufacturer for review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: december 13, 2013 - expiry date: december 1, 2023 no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was conducted. The report indicates that the nail shows scratches on the surface and a deformation at the positioning slot at the top. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all the involved parts we cannot determine the exact root cause. Due to the deformation, at the insertion handle and the nail, we can only suppose that a mechanical overload situation during use lead to the deformations. By this, a correct positioning of the nail is improbable. This occurrence could finally lead to an incorrect interaction between the drill bit and the nail which has finally lead to the breakage as result. As mentioned in the complaint description the bone of the patient is to be classified as hard which could also have played a role. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a nail was inserted after a pre-surgical check. The nail was reamed up to 13.5mm and rotated manually by the surgeon for proper placement. At the time of proximal locking with the screw, the drill tip interfered with the nail. Even with a careful trial of insertion, the drill tip broke. After extracting the nail and broken drill tip, the surgeon completed another pre-surgical check during which the drill bit did not go through the nail hole because of a deformation in the nail and device. There was no loose coupling with the connecting screw. Eventually, the surgeon changed the nail size and successfully inserted the nail by reaming up to 14mm, even though there still was some interference with the nail. It was reported that the patient has hard bone. As a result, a 40 minute surgical delay was noted. This report is 1 of 8 for (B)(4).